Event description:
It was reported that a ureteral stent was incorrectly labeled and inplanted in a patient. No patient injury was reported.

Manufacturer narrative:
Ascent resterilized the complaint device through our open-but-unused process. Only the device labeling and not the device itself was returned to ascent for evaluation. It was confirmed that the OEM label stated the device was a 4.7 french with a length of 22 centimeters and the ascent label stated the device was a 6 french with a length of 22 centimeters. As part of the investigation a measure of the ability for the current process to accurately identify and label open-but-unused product was conducted. This included a sample size of 38 implantable devices. All devices were inspected after being labeled to verify equivalency between the ascent label and the OEM label. This appears to be an isolated event.